Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting as the longevity measurements had decreased drastically in-between follow-up appointments. A request to have device data for review is currently being requested from the field. The s-ICD remains in service and there have been no adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting as the longevity measurements had decreased drastically in-between follow-up appointments. A request to have device data for review is currently being requested from the field. The s-ICD remains in service and there have been no adverse patient effects reported. Additional information indicated surgical intervention was later performed in a different country and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD has been returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting as the longevity measurements had decreased drastically in-between follow-up appointments. A request to have device data for review is currently being requested from the field. The s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated the patient has since travelled and will return later in time for a revision procedure. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Additional information indicated surgical intervention was later performed in a different country and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.